Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 3389s-40, lot# v813625, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v659421, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v659421, implanted: (B)(6) 2011, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A company representative reported that the they had poor coupling and difficulty with recharging. The patient got 2 coupling bars when the representative met with the patient two weeks ago. The patient normally got 0 bars. It was indicated that the ins (implantable neurostimulator) was too deep. It was deeper than the ins on the left side. The health care provider (hcp) was concerned about doing a pocket revision due to the patient's issues with bleeding and coumadin. The patient had this issue before he had the dbs devices. The indications for use for this patient were parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient elected to have his maternal device replaced with non-rechargeable devices. The patient was doing fine and was very happy now. If additional information is received, a follow-up report will be sent.